Manufacturer narrative:
One (B)(4) biosure ha 6x25mm screw returned. Dimensional inspection confirms that this is a 6mm product. The screw is fractured. There is approximately 12.75mm material missing. It was not returned. The phillips head does not show signs of stripping. The outer diameter edges of the distal threads left show they are beginning to burnish. This indicates that the threads met with resistance. The recommendation is critical for ease of insertion and successful anchoring. Pre tap is recommended. ¿appropriate size tap¿ choice is also important as this is a tapered screw. Based upon the fracture condition and visual characteristics observed, force was placed upon the screw during insertion. No root cause associated with the manufacture of this device was confirmed. No further investigation warranted. Corrected

Event description:
It was reported that during a humerus dislocation surgery, the screw broke. Then a biosure pk backup was used. No additional bone hole was required and the pieces were removed from patient. There was no significant delay and no patient injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a humerus dislocation surgery, two screws broke consecutively, then a biosure pk backup was used. There was no significant delay and no patient injuries.